Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: marathe sp et al. Homografts versus stentless bioprosthetic valves in the pulmonary position: a multicentre propensity-matched comparison in patients younger than 20 years. Eur j cardiothorac surg. 2019 feb 7. Doi: 10.1093/ejcts/ezz021. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of pulmonary homografts with stentless bioprosthetic valves in the pulmonary position in patients younger than 20 years of age with congenital heart disease. All data were collected retrospectively from three centers between 2000 and 2017. The study population included 215 patients (predominantly male; mean age 13 years; mean weight 47 kg), 52 of which were implanted with a medtronic freestyle bioprosthetic valve (serial numbers not provided). It was noted that all freestyle valves were implanted orthotopically in the pulmonary position. Among all patients, 3 deaths occurred: 1 due to sudden unexplained causes, 1 due to cardiac causes, and 1 all-cause mortality. It was reported that all 3 of these deaths were treated with a pulmonary homograft; based on the available information, medtronic product did not cause or contribute to these deaths. Among all freestyle patients, adverse events included: surgical or catheter-based reintervention and structural valve degeneration due to peak transpulmonary gradient greater than or equal to 50 mmhg and/or more than moderate pulmonary regurgitation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.